Event description:
Patient was revised to address polyethylene wear. Revision surgery found osteolysis and the tibial insert in pieces.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear without the device to examine. The length of time implanted (20 years) could be a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any product and/or additional information be received, the investigation will be re-opened.